Event description:
In morning [date and time redacted], the intra-aortic balloon pump (iabp) started to have a long, loud solid alarm. No alerts were present on the screen. The screen on the iabp then went blank and did not display any hemodynamic monitoring. The iabp was immediately switched out to another unit. The patient remained stable.